Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by attaching a syringe filled with water to the activated valve and testing for flow. The line was found to be blocked. A flow test was also performed by attaching the syringe to the female luer; however, the device still did not flow. Further inspection revealed that there was a solid blockage inside the female luer. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not prime. The customer attempted to flush with normal saline, but it would only flush through the ¿prn¿ adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.